Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right atrial (ra) lead exhibited oversensed noise. The patient did not receive inappropriate therapy. The ra lead was capped and replaced on (B)(6) 2021. The patient was stable.